Manufacturer narrative:
Smiths medical received one portex® blue line ultra® suctionaid tracheostomy tube for analysis in a used condition. No holes were noted upon visual examination. A syringe was used to inflate the pilot balloon and submerged under water with a leak observed. The leak was noted between the valve and pilot balloon. Relevant documents were reviewed, manufacturing process review, trim cuff operation review, and cuff assembly reviewed; all deemed adequate. Thirty two units were audited for inflation tests to verify that the inflation tests were performed correctly. Nils machine was reviewing with the maintenance technical, production supervisor, manufacturing engineer and quality engineer and found inconsistency in the application of thf in the nils 2 machine. Based on the evidence the complaint is confirmed. The root cause is related to solvent missing between pilot balloon and valve; inconsistency in the application of thf in the nils machine; lack of detection by the production personnel on the leak test area. Repair of the nils machine was completed.

Manufacturer narrative:
It was reported that the event occurred in (B)(6) 2017. The exact date is unknown.

Event description:
It was reported that during patient use, an air leak was found from the cuff of a portex® blue line ultra® suctionaid tracheostomy tube "at its air pressure check". Use of the device was stopped. No injury was reported.